Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (1 mg/ml a t 0.4 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was not experiencing cervical pain relief. There were no external factors that contributed to the event and no diagnostics/troubleshooting was performed. Surgery occurred to move their catheter tip up to c6/c7 for better relief. A new spinal segment was implanted and connected to the remaining portion of the originally implanted catheter. The old section of the original catheter was left in place and tied off. There were no issues with the product - just extending pain relief. It was unknown if the event was resolved. Additional information received from the healthcare provider via a company representative reported that the patient was achieving lumbar relief, but not cervical. The catheter was placed perfectly during the initial implant, but the hcp was hoping that moving the catheter farther cephalad would help with cervical pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.